Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was not working. No further information was available via follow up. The device remains in use. No patient complications have been reported as a result of this event.